Event description:
Related manufacturer report number: 2017865-2023-72914. It was reported that a false recommended replacement time (rrt) alert was observed on the atrial and ventricular device. Abbott technical support was contacted and etp was performed to clear the false rrt alert. The patient was in stable condition.